Event description:
After a successful dilatation of an av graft, the catheter couldn't be removed through a 6fr sheath. The catheter and sheath were removed as a single unit without patient injury or further complications reported.

Manufacturer narrative:
#330005-1997-1 is attached.